Event description:
It was reported that the procedure was to treat a de novo lesion with 90% stenosis and heavy calcification in the mid left anterior descending artery. Pre-dilatation was performed by inflating an unspecified 2.0x12 mm balloon dilation catheter to 12 and 14 atmospheres. A 3.0x28 mm xience pro rx stent delivery system (sds) was advanced toward the target lesion, the balloon was inflated to 16 atmospheres, the stent was deployed and a distal edge dissection occurred. There was no interaction of devices. The sds was removed and a 2.5x15 mm xience pro stent was advanced and used to cover the dissection. No other device/procedural issues were noted. There was no adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Dissection is listed in the xience pro everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency. The xience pro is currently not commercially available in the us. The product code listed iand the PMA # are based on the predicate device (xience v) and is therefore similar to a device sold in the us.